Event description:
The complainant reported that during the therapeutic implant of the device (date unk), the peel-a-way sheath just began to peel along the perforation, when the sheath would not continue peeling. The clinician then employed hemostats and forceps to successfully peel the sheath. All of the pieces remained outside of the pt. The nurse was able to complete the procedure using this device. The complainant reported that there were no adverse affects to the pt as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation, as the device was discarded at the facility. Therefore, a failure analysis is not available and we are unable to determined if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.